Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital for cardiac surgery, including aortic valve replacement. The patient developed urinary tract infection (uti) and subsequently vegetations from the infection on his heart valves. The physician elected to explant the pacemaker, right ventricular and right atrial leads and a temporary pacemaker was implanted. The patient was in stable condition throughout the procedure.